Manufacturer narrative:
Cefs were received and no longer insufficient information. Msa concluded ph.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the flanks, upper, mid, and low abdomen on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 using the curve 120, curve 150, and curve 240 and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported to allergan aesthetics that a patient received a coolsculpting treatment to the abdomen and flanks in 2022 and presented with possible paradoxical adipose hyperplasia (pah/ph) post treatment, in (B)(6) of 2023.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the flanks, upper, mid, and low abdomen on (B)(6) 2022 using the curve 120, curve 150, and curve 240 and presented with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received additional information, patient also presented with paradoxical hyperplasia (pah/ph) to the back.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite system to the flanks, upper abdomen, mid abdomen, and low abdomen on (B)(6) 2022, and (B)(6) 2023 using the curve 120 (c120), curve 150 (c150), and curve 240 (c240), and a treatment to the back. The patient was presented with paradoxical hyperplasia (ph). Ultrasound liposuction and power assisted liposuction were indicated by legal documents.

Manufacturer narrative:
Additional information: b5 and h11. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.